Event description:
It was identified during bench testing that the mx40 patient wearable monitor device had no audio sound. The device was not in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
The device was sent to philips authorized repair facility (rft) for bench for evaluation. Results of functional testing indicate that unit failed certification with no sound or beep. The speaker was replaced. The device was repaired and returned to the customer to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened